Event description:
In 2005, while wearing the external equipment, the pt reportedly experienced an overly loud sensation followed by no sound percept. The pt was seen at the center for device eval. Testing performed confirmed that the pt's c1 device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.